Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump made selections on the pump screen on areas that were not pressed or without the customer's interaction. Additionally, the pump touch screen was very sensitive to touch and selections would be made in areas that were not intended. Consequently, the customer had difficulties unlocking the pump as well as locking the pump touch screen. Reportedly, the touch screen issue led to medical and surgical treatment but no additional information on type of treatment or health consequences were provided. There was no reported impact to customer's blood glucose. No additional patient or event information is available.